Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator remote manager lock failed intermittently. When attempting to open it, it initially did not open, but it opened on a second attempt. When closing it, it failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager mini switch had intermittent failure. A field service engineer resolved by replacing the switches in the latch, followed by diagnostics and application restart. The system functioned as intended after the field service engineer repaired the device.